Event description:
The patient's widower reported to insulet that his wife, an omnipod user, passed in august due to ketoacidosis. He stated "I'll never know whether she allowed her blood sugar to go over 1250 [mg/dl] intentionally, or whether it was an accident. There are indicators that point equally toward either conclusion."

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any product problem could have contributed to the patient's death. No product malfunction was reported.